Event description:
On 08/21/2009, the patient reported that on 2 occasions she programmed a standard bolus through her infusion device to lower elevated blood glucose and she recalls watching the bolus deliver, but her blood glucose elevated. She stated that in 2009, her blood glucose elevated to 310 mg/dl and at about one week later, her blood glucose elevated to 289 mg/dl. She stated that neither bolus was listed in the device history. She stated that on each incident she bolused 6 units of insulin to lower her blood glucose. Her normal blood glucose range is 90-130 mg/dl. She was educated on how to properly program a standard bolus. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.